Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. A longevity assessment revealed the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings unrelated to the reported events indicated a visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was functioning properly, but the physician decided to replace it because the patient was pacemaker dependent. The patient was stable with no consequences.